Event description:
It was reported that the patient presented in clinic and the ventricular lead exhibited low impedance, resulting in polarity switch. The patient also experienced pocket stimulation. The device was reprogrammed and the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.